Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twenty three months ago. The patient has small iliac arteries. The ipsilateral side is on the right; this side had occluded on an unknown date and a fem-fem bypass was done on an unknown date. During a regular follow-up the angiogram showed the contra limb is narrowed due to the small iliac artery. The patient will be treated at a later date. Patient is doing fine currently. No additional clinical sequelae were reported and the patient is fine. A review of 2 returned still angio images post-implant show narrow iliac arteries. Films of the recent event were not available for evaluation.

Manufacturer narrative:
Method: film evaluation. Results: occlusion, anatomy related; small iliac arteries. Conclusions: anatomy related; small iliac arteries.